Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination found the helix was bent and the inner coil inside the connector region was over torqued, consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the damage helix consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead dislodged. While repositioning, it was noted that the helix would not fully extend. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.